Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer reports during a home visit, the pd exit site was examined and was leaking. The pd catheter was replaced in 2008.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.